Event description:
My doctor recommended that I take medication to control moderately elevated blood pressure. Following heart surgery, I was monitored regularly and told to purchase an automatic blood pressure monitor for home use. I believe the omron automatic blood pressure monitor regularly malfunctioned causing me to remain on blood pressure medication much longer than necessary. My blood pressure readings at the doctor's office were generally in the normal range (120/78 and below) after surgery. The home device showed measurements 15 to 20 points higher (135+/88+). On 5 occasions, I brought the device to the doctors office to compare readings. The omron instrument consistently gave higher readings with the magnitude of the differences varying considerably. After these comparisons, the doctor recommended discontinuation of the blood pressure medication. I sent the automatic blood pressure back to omron. They tested it and contend it is accurate. (Please reference your catalog number 8609).